Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 41 related to an insulin shaft rewind error during a supply change, and multiple restart attempts from both the alert prompt and a manual restart did not clear the alarm; the device was replaced and the user was advised on return and data sync, while the user continued cgm use on phone or receiver. Symptoms included episodes of hyperglycemia up to 300 mg/dl and hypoglycemia to 50 mg/dl without reported physical symptoms. Outcomes included self-management without outside assistance or medical intervention, with correction of high glucose by the ilet and correction of low glucose with oral carbohydrate. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.